Event description:
It was reported 182 days after a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel re-intervention (tvr). The index procedure treated one target lesion located in the proximal left anterior descending (lad) artery. The lesion had 95% in-stent restenosis. The lesion was 3.5mm in diameter, 10mm in length with mild calcification. The physician direct-stented the lesion with a 3 .00x12mm taxus liberte stent. The stent was not post dilated; however, the results were 0% residual stenosis and timi -3 flow. The patient was discharged the following day on clopidogrel and aspirin. One hundred eighty-two days after the index procedure, the patient underwent a tvr of the mid lad for 70% stenosis. The event was resolved by placement of a taxus liberte stent. Results were 0% residual stenosis with timi-3 flow. The patient was taking aspirin and clopidogrel at the time of the event. Per the investigator, the event is "possibly" related to the device. Six days later, the patient experienced a non q-wave myocardial infraction (mi). An ECG was performed as well as cardiac enzymes drawn the following day, the patient underwent catheterization which revealed 70% focal in-stent restenosis. The event was resolved by performing balloon angioplasty. The patient was taking aspirin and clopidogrel at the time of the event. Per the investigator, it is "unknown" if the mi is related to the device and the restenosis is "possibly" related to the device. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8108490 found that the device met its material, assembly and product specifications, at the time of release to distribution.